Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient tried pressing the increase stimulation button but when the patient synced it was noted that stimulation was off. It was reviewed with the patient that stimulation could only be increased when turned on and the patent turned stimulation on. The patient changed stimulation from 1.2 to 1.1 and then increased to 1.3 successfully. The patient mentioned that she was hesitant to use the ins on button because the last time she used that button she felt a horrible sensation through her whole rectum. The patient confirmed that was not present to day when she turned stimulation on. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was feeling painful stimulation. They reported last night they felt a big wave of uncomfortable stimulation through their rectum and today their programmer wouldn't let them increase stimulation. Patient confirmed status with the programmer and showed therapy was off. It was reviewed that stimulation could not be turned up when therapy was off. The buttons were reviewed with patient and patient stated that they may have accidently pressed the ins off button. Patient pressed the ins on button and suddenly started yelling that stimulation was too strong and that it was painful for them in the rectal area. Stim was at 4.2v. Patient turned off ins and said painful stimulation resolved and that they wanted to wait a while until increasing stimulation back up. Patient stimulation was set to 0.0 with ins on so they could just start increasing stimulation when they were ready. No further complications were reported.